Event description:
Adverse event: stroke. Time of adverse event: post procedure. Device issue: none. It was reported via trail that on (B)(6) 2010, 29 days post successful stent implantation in the left internal carotid artery (lica), the patient was hospitalized after a motorcycle accident with blunt lung trauma and left leg fracture. On (B)(6) 2010, the patient underwent tibial open reduction internal fixation. That post-operative day, he experienced a left occipital stroke with right sided weakness. The source of embolization was unknown and it did not appear that the stent had any thrombus or reocclusion. Cardiac and carotid workup was negative for the stroke etiology. Brain MRI, done on (B)(6) 2010, revealed acute left occipital infarct, non-hemorrhagic, and a small punctate infarct in the white matter of the left frontal lobe. Both carotid mra and ultrasound showed no significant carotid stenosis and a patient lica stent with no stent clot formation. Echocardiogram showed normal left ventricle systolic function with an ejection fraction of 60, negative IV saline contrast for shunt across the atrial septum. Rehabilitation therapy was provided and hospitalization was prolonged. The patient's condition improved and he was discharged to home. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there was not reported product deficiency. The reported cerebrovascular accident (stroke) is a known adverse event listed in the xact instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.